Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it was not working. The patient clarified that she was going through everything and it was just suddenly. The patient stated that she had to wear pads again. Troubleshooting attempts were made and the patient programmer (pp) was with her but it would not turn on. The patient noted that she had not used the controller in a year and the patient was asked to replace the batteries but the patient did not have batteries available. The patient mentioned that she did not know why the batteries were out since she had not touched it. It was also reported that the patient went and got batteries and the pp was powering on, but she was now getting the poor communication screen. Troubleshooting attempts were made and the patient confirmed the antenna was secure and synced with the ins but that did not resolve the issue. The patient also placed the pp directly over the ins and synced but that did not resolve the issue. The patient confirmed that she was not recently implanted or had surgery and it was reviewed to consider ins longevity. The patient noted that she had stimulation less than a year and was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.